Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 250 mg/dl at the time of incident and the current blood glucose level was 480 mg/dl. The customer was assisted with troubleshooting, declined for high blood glucose since reason for going high is due to taking the insulin pump off. The customer was treated with insulin pump for high blood glucose. Customer did receive a calibration not accepted alert, did receive a change sensor alert. The insulin pump will not be returned for analysis.